Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. Evaluation summary: all available information was investigated and the reported clip actuation issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Returned device analysis found that the clip jumped open when the lock lever was retracted. The investigation determined the reported clip actuation issue appears to be related to bent actuator coupler and harness jammed into the binding plate. It is possible that there were procedural interactions which caused more tension on the devices (e.g. Due to the anatomy, unintended curves on the device, or over closure of clip) and resulted in the bent actuator coupler and harness becoming jammed in the clip and the subsequent clip actuation issue; however, this cannot be confirmed. Although the inability opening the clip and jumpiness were likely attributed to the bend in the actuator coupler and the harness jam, a definitive cause for how and when the coupler became bent and how the harness became jammed could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that during returned device analysis, the clip jumped open when the lock lever was retracted and if this were to reoccur in the anatomy, a jumping clip has the potential to cause tissue damage. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to 2-3. The second clip delivery system (cds) was advanced to the left atrium. The clip was attempted to be opened for the first time, but would not open more than 90 degrees. After unsuccessful troubleshooting maneuvers were performed, the decision was made to remove the cds with the clip, and replace the device. A new cds was used successfully. Two clips were implanted, reducing the mr to 1, with a good patient outcome. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis found that the clip jumped open when the lock lever was retracted. No additional information was provided.